Event description:
It was reported that the pt was implanted on (B)(6) 2012. At first fitting, carried out on (B)(6) 2012, the pt had no hearing perception. Another fitting took place on (B)(6) 2012, but the pt still did not show any reaction. A postoperative CT scan carried out on (B)(6) 2012 shows that only 2-3 electrode channels were inserted in the cochlea. A revision surgery under general anesthesia took place on (B)(6) 2012 in order to repositioned the electrode array.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.